Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the device had error message 240.4150. No further information will be provided, including patient demographics and no products will be returned.